Event description:
The customer reported to olympus that during reprocessing, the gastrointestinal videoscope failed culture test. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As part of the investigation, an olympus endoscopy support specialist (ess) visited the user facility to assess the reprocessing practices at the facility. Based on the observation summary report from ess, there was a reprocessing deviation observed, and it was as follows: the customer was using the bronch suction cleaning adapter (maj-222) while performing the suction step during manual cleaning. The ess provided a reprocessing in-service to the user facility staff that included a demonstration. The ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual and explained the importance of each, which was acknowledged by all staff in attendance. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional positive culture event information reported by the customer: sampling date: (B)(6) 2023 escherichia coli and klebsiella aerogenes detected. Sampling date: (B)(6) 2023 klebsiella aerogenes detected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following results of the culture testing performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: auxiliary water channel; cfu: unknown; bacterial identification: staphylococcus epidermidis. Sampling from: air / water channel; cfu: unknown; bacterial identification: staphylococcus epidermidis. Sampling from: insertion section; cfu: unknown; bacterial identification: bacillus subtilis. Upon review of the customer provided facility cleaning disinfection and sterilization practices (cds), the customer used an incorrect suction cleaning adapter when performing the suction step during manual cleaning. The device was evaluated and no abnormalities were identified that could have led to positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the customer after reprocessing. Growth of microorganisms were confirmed when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair. Additionally, a definitive root cause of the customer using the incorrect suction cleaning adapter while performing the suction step during manual cleaning could not be determined, however, it is believed that there was a difference in device handling/reprocessing steps between olympus recommendation and the facility¿s understanding. The user facility has been provided additional product handling/reprocessing training. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.